Event description:
The physician reported the markings on the endotracheal tube (ett) were erroneous which caused the placement of the ett to be anchored at a level that was too shallow for the preterm infant's weight. It was also reported there was "excessive" leaking, the ett became "dislodged"; the infant experienced oxygen desaturation and required reintubation. It was also reported that the infant was placed on an unknown antibiotic.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury and a reportable malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted. There are (B)(4) cases associated with this complaint, therefore a separate FDA 3500a will be submitted for each lot. (B)(6).